Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report getting large variance in meter readings. Analysis run on error grid using mean avg reading (322 as reference point vs. Bd readings (438,206 yielded some data points in the c range of the grid, outside acceptable limits.